Event description:
Consumer reports performing blood test and getting readings that are inaccurate. Comparing to their other meter. Analysis run on clark error grid using competitive reading (66, 57, 43) as ref. Point vs. Bd readings (87, 75, 74) yielded data points in the d range of the grid, outside acceptable limits.